Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. The motor was tested outside of the device and it passed. No motor error alarm was noted. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed no delivery, followed by a motor error alarm. The blood glucose reading was 537 mg/dl, which was treated with a manual injection. The customer declined troubleshooting for the high blood glucose levels. The customer stated that there had been excessive no delivery alarms leading up to the motor error. She was unable to troubleshoot at the time of the call. She noted that she had previously changed the infusion set. No other significant events leading to the alarm were observed. She complained that she had been ill and lying down all day. Advised replacement of the insulin pump. Nothing further reported.